Event description:
Boston scientific received information that the patient with this device returned to the clinic for a routine follow-up, at which time interrogation revealed a fault code (1003), indicating the voltage was too low for the remaining capacity. Boston scientific's internal technical services (ts) was contacted and provided the recommendation to explant the product as critical therapy could no longer be guaranteed. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device remains implanted and in service. Following product explant and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
To date, the device has not been returned for testing; however, device history has been reviewed with the following conclusions. Engineers confirmed the field reported fault code and noted no other faults nor resets, had been stored within device memory. The voltage was currently at 2.960 v, with therapy delivery unaffected. A longevity calculation was performed, indicating nominal values; the device hardware was not detecting the loss of battery energy. As a result, the battery status indicators were not reflecting the depletion condition and thus were inaccurate, which triggered the observed fault. Final data assessment stated the device was malfunctioning and should be returned for a post market evaluation. While the behavior observed is inconsistent and could lead to unpredictable behavior, the battery at this point, did have significant reserve capacity at the time of explant.

Manufacturer narrative:
The ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was first recorded on (B)(6) 2011; it was also recorded four times on (B)(6) 2011, and one time on (B)(6) 2012 and then again on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (2.94 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Subsequently, the device was explanted and is intended to be returned for a detailed analysis. This case will be updated again following product return and completion of lab analysis.